Event description:
It was reported that the external pulse generator had a broken ventricular plug connector, and that the battery housing was missing. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that there was a broken ventricular plug connector and that the battery housing was missing. Analysis also found the upper case, lower case, two side bail covers and ring cover broken, the battery release, heart block, lead flex cover and heart wire contacts contaminated, the battery contacts compressed and two side bails and the ring missing.

Event description:
It was reported that the external pulse generator had a broken ventricular plug connector, and that the battery housing was missing. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.